Event description:
On (B)(6) 2018 the patient was seen in clinic and high impedance was seen. The patient was sent for x-rays. The patient reports that he feels he is still receiving efficacy from the therapy and there wasn't any specific cause known for the recent high impedance. It was also mentioned that the patient previously has had intolerability to higher settings, so it wasn't clear if the recent impedance issues were related to the tolerability.

Event description:
Clinic notes were received for patient's surgery referral. Per notes, patient's device does not work even at the minimal voltage. Interrogation showed evidence of high impedance. It was suggest the vagal wire was either not attached or have shorted out. Settings were decreased as the patient is unable to tolerate increased titration and feels discomfort per physician. Patient experiences hoarseness with stimulation. As high impedance was seen and patient could not tolerate settings, patient was referred for replacement. No known surgery has occurred to date. X-rays were taken and per physician no lead fracture or incomplete pin insertion was identified on x-rays.

Event description:
A review of device history records for the generator and lead shows that no unresolved non-conformances were found. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician¿s manual, high lead impedance (>/=5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. Existing recommendations, as described in the physician¿s manual, should still be followed. Additional investigation is underway.

Event description:
It was reported that the patient has had uncontrolled seizures since vns was implanted due to high impedance. Patient's device was interrogated 8 times during recent visit in varying positions of the neck and left upper extremity and the results indicate normal lead impedance. The settings were found to be quite low and would explain uncontrolled seizures per the physician. Patient's device was checked and confirmed to be working well. CT scan showed no displacement of pin or other issues. Surgery has not been recommended by the physician, as the lead impedance has shown to be normal. No known surgical interventions have occurred to date.

Event description:
Full revision surgery was scheduled and performed. Pre-operative diagnostics were showing impedance within normal limits. It was stated that the neurologist had not been able to titrate up the patient since their battery replacement due to tolerability. The patient reported increased seizures and more voice alteration since surgery. Lead revision was recommended previously but the surgeon had decline at the time. It was stated that all diagnostics were within normal limits and heart rate detection was accurate from surgery. Output current remained off. Further clarification regarding the surgery was received stating that when the electrodes were exposed, the surgeon found that they were attached to the ansa cervicalis nerve and not the vagus nerve. The vagus nerve was found with nothing attached. The new lead was placed on the correct nerve and diagnostics were normal. Programming history was reviewed for the patient's previous generator from when the lead was first implanted confirmed no apparent device or impedance issues at the time as diagnostics were all showing expected values. The explanted generator and lead were returned for analysis. Analysis has not been completed to date. No additional, relevant information was received to date.

Manufacturer narrative:
Date received by manufacturer, corrected data. Previous report inadvertently reported 02/21/2019 as the date of supplemental information received by the manufacturer, instead of 03/05/2019.

Event description:
The device was returned due to high impedance. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. The lead assembly was returned in one portion. The majority of the lead assembly including the electrodes and tie downs was not returned. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. Setscrew marks were observed on the connector pin, providing evidence that proper mechanical contact between the generator and lead. No discontinuities were identified during the continuity check. Note that since the majority of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. No additional, relevant information was received to date.

Event description:
Follow-up from the provider indicated that the intolerability was hoarseness with stimulation. Lead fracture or incomplete pin insertion was not identified on the x-rays.

Event description:
It was reported that after prophylactic replacement surgery a vns patient¿s system showed high lead impedance on the new generator. The surgeon elected not to replace the lead. Pre-operatively the old generator showed lead impedance after systems diagnostics within normal limits. Follow-up to the company representative who attended the surgery provided that the pin was re-inserted and diagnostics run each time and was repeated at least 4 times. A generator diagnostics was performed with the resistor pin in place and resulted in impedance within normal limits. Review of the manufacturing records verified the generator met all specifications prior to distribution. The explanted generator was discarded by the explant facility. Additional relevant information has not been received to-date.